Event description:
It was reported that this patient had an artificial urinary sphincter and inflatable penile prosthesis. The hospital shoved a catheter through the patient's aus unknowingly resulting in erosion in the bulbous urethra and the erosion led to an infection. A surgical procedure was performed during which the aus and ipp were removed. No additional patient complications were reported. Later, only the aus was reimplanted.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.